Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed unspecified increased pacing impedance measurements. A chest x-ray confirmed that the distal portion of the rv lead was fractured. A revision procedure was planned. The patient with this lead was reportedly not dependent, nor symptomatic. To date, no adverse patient effects were reported as a result of this clinical observation.